Manufacturer narrative:
This event occurred in (B)(4). Unique device identifier (UDI): (B)(4).. The customer's calibration and qc data were requested but not provided. The patient's sample was requested for an investigation, but the sample was not available. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on a cobas 6000 e 601 module serial number (B)(4). The patient's elecsys tsh results were not reported outside the laboratory. The customer performed repeat testing on a e 601 module, an abbot analyzer, and a liaison xl analyzer. At 09:21, the patient's tsh result on the liaison xl was 1.686 miu/l. At 10:02, the patient's elecsys tsh results were 25.05 uiu/ml and 25.52 uiu/ml. At 18:10, the patient's tsh result on the abbott analyzer was 1.26 uiu/ml.